Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. The imaging showed wire fractures and deconstructed or missing stent rows. Graft material disruption or tearing appeared unlikely as no contrast was detected outside of the implanted stent-graft(s) at the location of the confirmed wire failure. Moreover, aneurysmal growth could not be confirmed with one imaging time point, and a relationship between device performance and the alleged growing aneurysm could not be determined. A review of the manufacturing records could not be conducted because the serial/lot number remains unknown. Therefore, device-specific analysis was not possible, and the root cause of the stent fracture could not be established with the available information, including review of clinical imaging. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. The device remains implanted and was, therefore, not available for analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2007, a gore® viabahn® endoprosthesis (vsx device) was implanted in the popliteal artery during treatment of popliteal artery aneurysm (paa). On an unknown date in 2007 the patient went to the hospital with complaints of a cold leg. Paa and thrombosis were treated by a interventional radiologists. Then (B)(6) 2007, a vsx device was implanted to treat the paa and thrombosis. On an unknown date on (B)(6) 2023, the patient came into the hospital with complaints of a cold leg. A computerized tomography (CT) scan was performed and the vsx device appeared to have a stent fracture and a piece was in the growing aneurysm. A vascular surgeon decided to leave the vsx device in the leg and performed a fem-pop bypass with gore® propaten® vascular graft under and above the knee.